Manufacturer narrative:
The actual device is in the process of being returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 30-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 9611594-2018-00142 for the second event. It was reported the nasogastric (ng) tube had cracks on the tube after insertion. There was no reported patient harm, but the clinicians had to reinsert a new ng tube. Additional information received 09-aug-2018 stated there were two small cracks in the tube causing water and air to leak in tube.

Manufacturer narrative:
The device history record for the reported lot number, 0202959575, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 04-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).